Event description:
Customer stated that the patient presented back a week later after the procedure with congestion and pain in leg. Ultrasound suggested } 50% occlusion of deep femoral vein caused by thrombus. An investigation could not be completed due to the non-return of the device. The report could not be confirmed. The cause of the difficulties encountered could not be determined.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
The cause of the reported difficulties could not be determined because the device was not returned for investigation, and the device history record could not be reviewed because the lot number was not given. Device never returned.